Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.101 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Performed continuity test between power entry module (pem) ground and door post, measurement was 0.684 ohm. The door post to door ground wire was examined and screw was found to be loose. Tightened screw and the door post to door ground wire measured 0.004 ohm. Checked pem to door post and it now measured 0.004 ohm. The assignable cause was a loose connection at the door ground wire to door frame interface. The device was forward to service with special instructions scrap the door frame ground wire.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for rite - ground bond failed performance spec: measurement 0.101 ohm, specifications are 0.001 to 1.00 ohm. Rite test failure, no patient involved.